Manufacturer narrative:
H.6. Investigation: customer returned a photo of a 1/2cc syringe. Customer states that there is a liquid in the syringes. The attached photo was examined and exhibited a clear drop of material on the cannula. It is difficult to determine the identity of this material solely from the attached photo without the physical sample to test. A review of the device history record was completed for batch# 0132264. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for excessive silicone. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the attached photo without the physical sample to test. H3 other text : see h.10.

Event description:
It was reported that 1 bd syringe 0.5ml 28ga 1/2in had foreign matter in the fluid path. The following information was provided by the initial reporter : the consumer reported liquid in the syringes themselves.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter correspondence phone# : (B)(6). Initial reporter correspondence state for vwr : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 28ga 1/2in had foreign matter in the fluid path. The following information was provided by the initial reporter : the consumer reported liquid in the syringes themselves.